Event description:
The customer's family member called to report that the customer was hospitalized for dka. It was stated that the customer had high bgs for the past several days. The prime test was performed and the insulin exited. However, the pump did not alarm during the high-pressure test. The family member declined to continue troubleshooting the pump. Also the family member felt uncomfortable with the pump and requested a replacement pump.